Manufacturer narrative:
This supplemental report is being submitted to provide a correction to previous emdr. Corrections are being made to the previously submitted h11 reportable malfunction. The reported issue, "noise appears on the screen," was reported in error. Additionally, there is no probable root cause associated with the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a blackout. The issue was found during inspection for use. There were no reports of patient involvement.